Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the patient could not remove the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/29/2016 with the following findings: during investigation, the pump intermittently powered with the returned battery cap. The battery cap was found to be damaged with damaged threads. The top was damaged causing the cap to get stuck. The cap was hard to remove at times. A test battery cap was used for all testing. The test cap was able to fully tighten. The battery compartment and battery compartment threads were found to be intact.